Event description:
It was reported that the patient's device "has worked very well except for the shocking/jolting feeling all the time." Within the last month, the patient had started to "urinate more frequently" and was now "up at least 1 time per hour all day and all night." It was noted that the patient did not have an infection. The device had been checked and it seemed "to be working okay." Subsequent information received reported that the patient's health care provider (hcp) was unsure as to the cause of the event and noted that the patient indicated "it just quit for no reason." It was noted that when the patient had turned it up to see if that would work it did, but the jolt down her leg was too painful. The patient's hcp indicated it was unknown whether the lead/extension were at issue. The physician noted that the patient was not sure if it was one of the leads, but the device worked when it was turned up too high, but when it was turned down to "normal" range she was urinating every hour. The patient's hcp also reported that the patient could feel the jolt or electricity, however, she was having the same issues before the device. It was noted that the patient did not require hospitalization and no patient outcome was provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3889-28, lot # v175766, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer. (B)(4).